Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source lamp did not work. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer reported that the unit was plugged in and the cover attached. The customer was provided with the lamp part number. The customer later reported the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.